Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, which remained in the 130 mg/dl range. Technical support decided to replace the pump, and instructed the caller on returning the malfunctioning device and preparing the replacement unit. The customer acknowledged these instructions and opted for delivery without signature requirement.